Event description:
It was reported to philips that the control panel label indicated there was a pacing option for this device when there shouldn't be. The control panel label has the selection choice for the pacing feature but when selected the unit is only able to select 1-9 joules for manual therapy. There was no reported patient or user involvement and no adverse patient/user impact.